Event description:
New information received stated that noise via merlin.net was observed on the right ventricular lead. Subsequently, the lead was capped and replaced. There ware no issues with the procedure.

Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.